Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was a failure of aortic vent one way valve on cardioplegia delivery. Per user facility, on cross clamp and initiation of cardioplegia, the aortic root vent was stopped. They pressurized the line with pleg then a watery blood began spraying out from the one way valve. They depressurized the system and retried with same results. The valve was cut out and replaced with 1/4 inch connector. By this time, no further pleg was given. Blood loss of 1-2cc. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 25, 2017. The sample was returned for evaluation. Visual inspection was performed on the returned sample, during which no anomalies were noted anywhere on the device. Ops valves are subject to a 100% leak test, which includes five different tests the units are run through to ensure there are no leaks and both the umbrellas and duckbills are functioning properly. The returned sample was pressure tested and passed all leak tests and met all specifications. Simulation testing of a retention ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery, and there was possible pressure buildup in the heart causing a positive pressure buildup in the vent line. The positive pressure relief valve then opened to release the pressure, and caused the ops valve to leak. Conclusions: human factors issue was selected due to improper clamping during cardioplegia delivery resulting in a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.